Manufacturer narrative:
The sodium electrode lot number is fax92, and the expiration date was not provided. The chloride electrode lot number is fbt94, and the expiration date was not provided. The blood sample was reported to be icteric. Qc and calibration were passing prior to the event. The alarm trace report did not contain a conspicuous event. A field service engineer (fse) found a clotted sample had been processed. The fse replaced the sample probe, performed adjustments, air purge and reagent prime. An ion-selective electrode (ise) check and 21 cup precision check were completed and passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas pro ise analytical unit for one patient. The initial sodium result was 124 mmol/l. A result on another analyzer was 123.8 mmol/l. The sample was repeated again on the cobas pro, and the result was 133.7 mmol/l. The initial chloride result was 76.8 mmol/l. The result on another analyzer was 75.6 mmol/l, accompanied by a data flag. The sample was repeated again on the cobas pro, and the result was 68.3 mmol/l. The chloride result of 76.8 mmol/l, and the sodium result of 124 mmol/l were reported and believed to be correct. The questionable results were not released outside of the laboratory and were repeated because of a data flag.